Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, a back to stock unit failed test procedure for metal detection due to a failed analog pcb. Replaced the analog pcb and unit now passes this test. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one unit was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found no defects. The service center reported that the back to stock unit failed test of the procedure for metal detection. The investigation isolated the failure to the analog pcb, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The analog pcb was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, a back to stock unit failed test procedure for metal detection due to a failed analog pcb. This failure would result in the unit giving a metal error on the screen. Replaced the analog pcb and unit now passes this test. There was no patient involvement.